Manufacturer narrative:
(B)(4). Visual inspection of the returned mis sizing plate handle verified that one of the tabs fractured off on each of the p/n 00-5951-996-02 levers. One of the broken tabs was returned. The hardness was verified to be in specification on both instruments. Device history records for the reported components were found to have been previously reviewed with no issues noted. This device is used for patient treatment. The root cause is attributed to a previously addressed design issue. The piston length for the mis offset sizing plate handles was designed to an inadequate length, and redesign was performed as part of corrective and preventive actions. Please also reference MDR #1822565-2016-01102. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that the handles broke under normal use.